Event description:
Upon further review of the complaint, the patient had experienced blurry vision, glare, pain and headaches after lens implantation. The patient was unhappy after implantation. However, the lens was not explanted.

Manufacturer narrative:
Upon further review of the complaint after submission of initial report, it was observed that the patient had experienced blurry vision, glare, pain and headaches after lens implantation. The patient was unhappy after implantation. However, the lens was not explanted. Thus, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that after intraocular lens (iol) implantation, the patient experienced blurry vision, glare, pain and headaches. The lens was removed in a secondary procedure. The patient was unhappy after iol implantation was reported to be the clinical reason for explant. Additional information was requested, but no further information is available.